Event description:
Customer reports a blood leak on a CT 190g dialyzer, reuse #13. The blood leak was noted during the patient's hemodialysis treatment by a blood leak alarm, and was confirmed by a hemastix test strip. The treatment was discontinued and resumed with new disposables and completed without incident. No patient injury or medical intervention reported per customer.